Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy. The pod was worn for less than an hour.

Manufacturer narrative:
The device was received in the not deployed state; the pink slide insert was not visible through the viewing window of the top housing. The data extracted from the device shows that the device completed first prime before it was deactivated by the user. The components of the drive mechanism were carefully inspected and no damages or defects were found that would result in the device not deploying.